Event description:
It was reported that the drive support cap was loose. It was stated that the damage was noticed about one month ago. No other damage reported.

Manufacturer narrative:
The insulin pump was received with a missing end cap sticker and a scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.